Event description:
It was further reported that there was no capture. Detection rates were reprogrammed, the pmt (pacemaker mediated tachycardia) termination algorithm was turn on, and the lead was left in use. Additional information was received indicating that the lead had originally been checked by a contract employee of the clinic, who reported the no capture. The next day, the lead was checked by a company representative and found to be functioning properly with stable measurements. Strips from the day before were reviewed, and normal, stable function was noted. The threshold tests had been misinterpreted by the contract employee. The pending lead revision was cancelled and the patient was discharged, with no changes made to their system or programming.

Event description:
It was reported that the patient was evaluated in the emergency department due to dizziness and palpitations. A marked increase in rv (right ventricular) threshold and output was noted. A chest x-ray was performed and the physician felt that there was a micro-dislodgement of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).